Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the closed suction catheter was "leaking" and as soon as they take the device off the patient, the leak stops. Additional information received on 12-feb-2016, the catheter continued to suction when it was in the closed position and the ventilator alarmed. The harm or injury that is immediate is the fact that the pediatric patient is not getting their complete breath or the breath is being partially removed, which causes the patient to decompensate. No additional information available.